Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female/ sharp pain.") In a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not performed essure confirmation test") and medical device monitoring error ("therma choice endometrial ablation and essure insertion done on the same day" on (B)(6) 2013). The patient had a medical history of endometrial ablation, cesarean section, dyspareunia, menorrhagia and heart disease, unspecified. Previously administered products included: ezetimibe. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criterion intervention required), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2014 she experienced urinary tract infection ("uti"). In (B)(6) 2015 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed on (B)(6) 2023. An unknown time later she experienced genital haemorrhage ("bleeding"), dermatitis allergic ("allergy- rash/skin condition"), ovarian cyst ("ovarian cysts (left ovary)") and uterine pain ("sharp pain I felt in my uterus "). The patient was treated with antibiotics as well as surgery (removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, dermatitis allergic, dysmenorrhoea, genital haemorrhage, ovarian cyst, pain in extremity, pelvic pain, urinary tract infection and uterine pain to be related to essure administration. The reporter commented: date(s) of insertion:on (B)(6) 2013 discrepancy as per pfs date(s) of insertion: on (B)(6) 2013 discrepancy as per pfs. Date(s) of insertion: on (B)(6) 2013 (discrepancy noted as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female/ sharp pain.") In a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not performed essure confirmation test") and medical device monitoring error ("therma choice endometrial ablation and essure insertion done on the same day" on (B)(6) 2013). The patient had a medical history of endometrial ablation, cesarean section, dyspareunia, menorrhagia and heart disease, unspecified. Previously administered products included: ezetimibe. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criterion medically important), pain in extremity ("leg pain") and back pain ("lower back pain"). In (B)(6) 2014 she experienced urinary tract infection ("uti"). In (B)(6) 2015 she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure was removed on (B)(6) 2023. An unknown time later she experienced genital haemorrhage ("bleeding"), dermatitis allergic ("allergy- rash/skin condition"), ovarian cyst ("ovarian cysts (left ovary)") and uterine pain ("sharp pain I felt in my uterus "). The patient was treated with antibiotics as well as surgery (removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, dermatitis allergic, dysmenorrhoea, genital haemorrhage, ovarian cyst, pain in extremity, pelvic pain, urinary tract infection and uterine pain to be related to essure administration. The reporter commented: date(s) of insertion:(B)(6) 2013 discrepancy as per pfs date(s) of insertion:(B)(6) 2013 discrepancy as per pfs date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: new reporter of lawyer added, product explantion date added, event " pelvic pain " updated as serious incident. Imdrf codes, reporter causality comment, and action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.